Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pain pump was motor stalling. The patient was transferred by ambulance to the hospital due to a malfunctioning of his pain pump. On friday, the patient began having a lot of lower back pain and noticed his pain pump likely was not working. He continued to have pain through the weekend and decided to go to the hospital for evaluation. It appeared the patient had a pain pump placed in 2013 for chronic low back pain. He never had any problems in the past with his pump and denied any injuries or falls. The patient had extensive past medical history including cad, hyperlipidemia, hypertension, chf, anxiety and depression, gerd in remission from lip and prostate cancer, sleep apnea and type 2 diabetes. He currently denied any fevers, recent illness, chest pain, shortness of breath, abdominal pain, diarrhea, dysuria, hematuria, hematochezia, loss of bowel or bladder function and no weakness of extremities. He reported he was very uncomfortable and was having a lot of pain currently after riding an ambulance. The system was found to be intact. The hcp was able to aspirate a small amount of cerebrospinal fluid (csf) from the catheter. Additional information was also received via the return paperwork and the pump logs were provided. The logs showed the pump stopped period may exceed tube set message on (B)(6) 2016 at 18:18. The current pump settings last change (B)(6) 2016 showed the pump was in minimum rate mode. A motor stall recovery occurred on (B)(6) 2016 at 05:29.

Manufacturer narrative:
Updated to incorporate the report that the pump would be replaced. Updated to incorporate information received on (B)(6) 2016 device code (B)(4) replacing (B)(4) to reflect the information received on (B)(6) 2016 regarding the pump recovery.

Event description:
Information was received from manufacturer¿s representative (rep) regarding a patient who was receiving 25 mg/ml of infumorph at 6.99 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient had had a spinal surgery in (B)(6) and the surgery was in close proximity to the catheter. According to the rep, the healthcare provider (hcp) wanted to do a dye study to assess the catheter due to the spinal surgery. No issues were suspected with the catheter as the patient had fine relief prior to the motor stall. It was reported that the pump was to be replaced within the week following the report. On (B)(6) 2016, it was reported that the dye study was done that day to ensure that the catheter was intact, patent, and in the correct position. It was noted that the pump motor stall had recovered on (B)(6) 2016.

Event description:
Additional information received reported that the physician replaced the patient¿s pump and a new catheter connector was also replaced. The medication for the new pump is infumorph concentration 25mg/ml with a simple continuous of 2mg/day. The patient stayed the night in the hospital and was discharged without any problems. The patient has an appointment with their managing physician on (B)(6) at 10am and a post-op appointment with the surgeon on (B)(6).

Manufacturer narrative:
Analysis of the pump on 2017-mar-02 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, infumorph with concentration 25.0 mg/ml was being administered via a minimum dose rate of 0.159 mg/day as of (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no action was taken in regards to the pump malfunction. An opioid IV was used to control withdrawal. The cause of the motor stall was undetermined.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph 25mg/ml at 6.99mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was hearing an audible pump alarm. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall occurred (B)(6) 2016 @ 1918. The patient was admitted to the hospital for withdrawal treatment. The patient was last refilled on (B)(6) 2016 and ER was 40+ months. The reporter planned to follow up with the managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.